Manufacturer narrative:
An investigation was performed based on complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, and additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Patient underwent a scapular free flap mandible reconstruction on (B)(6) 2017. The doctor reported the flap healed and bone was consolidated however some of the screws were no longer engaged in the bone. Patient underwent a secondary surgery to remove the hardware.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the distractor that was returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.